Manufacturer narrative:
"Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time."

Event description:
It was reported that 100 syringe 1.0ml 29ga 1/2in bls 500 au had difficult plunger movement, foreign matter, or broke at the cannula. The following was reported by the initial reporter: "it was reported that an end user has identified multiple problems from approximately 100 syringes from the last 2 boxes he has received from his chemist. Some are too tight and won¿t move or jams mid use, one had a black dot inside one of them, one issue of the metal piece came away from the plastic piece, some where the needle tips have been bent."